Event description:
It was reported that a device issue occurred. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician found that the measured length was inaccurate. The procedure was completed with the original device, and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).